Manufacturer narrative:
The c502 module is 18m0-10. The field service engineer (fse) found an issue with the gear pump pressure and the cells were "worn out." The customer had no further issues after the service visit. The investigation determined the cause of the event was consistent with an issue with the gear pump.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for mg2 on a cobas 8000 c 502 module. The initial result was 1.31 mmol/l. The repeat result was 0.89 mmol/l.